Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the ht command guide wire, it was noted that the distal part of the polymer was peeled. The guide wire was not used in the patient. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported peeling was not confirmed; however, it was noted that the tip coil area appears to be thinner. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaint reported from this lot. Based on the returned analysis, it is likely that the noted thin polymer coating on the guide wire caused the appearance of peeling polymer. Per the manufacturing process, thin polymer coating is permitted as long as there are no exposed coils. The polymer is not torn or damaged in any way that exposes the core or coils. The investigation determined the reported peeling appears to be related to operation circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.